Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, on the abdomen. Calibration was not performed sense seeing the inaccuracy. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 07/06/2016. The complaint of inaccurate cgm values was confirmed. However, a root cause for the reported inaccuracies cannot be determined.